Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the power switch not functioning was caused by a faulty main circuit board. However, the specific cause of the faulty main circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, indicating a system failure of the device. Additionally, there was main board failure which caused the front panel switches to no longer respond, the front panel led lights were flickering, the image was too dark to read due to corrosion damage of the scope connector, the chassis was damaged, the pump was damaged causing a decrease in air flow, the back wall was bent, the base plate had rust spots, and the fan housing was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii xenon light source was damaged by water and had to be replaced as it was no longer functioning. Additional inspection and investigation found the front panel switches were not responding, the front panel lights were flickering, and the image produced was too dark to be read. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.